Manufacturer narrative:
Mentor received a device for this complaint, but the lot number found engraved on the returned device (lot number 5727891) does not match the lot number reported by the initial reporter (lot number 5725576). Since the reported device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 300cc saline breast prosthesis, cat. #3502300, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation procedure with mentor smooth round moderate plus profile 300cc saline breast prostheses when the right prosthesis deflated after implantation. Deflation was confirmed by doctor¿s exam. In addition, the patient developed capsular contracture (baker grade iii) in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018. During the replacement surgery, the doctor observed a previously unrecognized postoperative hematoma from the primary breast augmentation surgery in the patient¿s left breast. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 06/13/2018, mentor received additional information about the lot number of the suspect medical device from the initial reporter. The lot number that was reported initially (#5725576) is incorrect. The correct lot number for the suspect medical device is #5727891. Serial number of the device is currently unknown. On 06/20/2018, the device history record (DHR) for lot number 5727891 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/26/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed a crease on the anterior aspect. No other anomalies were found. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Hematoma is a collection of blood within the space around the implant. Careful hemostasis is important to prevent postoperative hematoma formation. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).